Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Pre-dilation was performed with a 1.5x15 mm semi-compliant unspecified balloon. A 3.00x12mm promus element¿ plus drug eluting stent was selected to treat the lesion and advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage and hypotube broken.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was received for analysis in 2 pieces. The balloon/tip section and the manifold section were not received for analysis. Visual examination of the returned parts of the device found that a break had occurred in the hypotube just distal from the strain relief. The remainder of the hypotube was found to be severely kinked also throughout its entire length. The hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking; however it is not possible to conclusively determine the root cause of the hypotube break. The mid-shaft was found to be broken at its mid-point approximately 84mm distal from the mid-shaft bond. The inner wire lumen appeared stretched & necked throughout its entire length and a break was found 215mm approximately distal from the port bond skive. The distal part of the inner/outer lumen was not returned for analysis together with the balloon/tip section. The stent was attached to the most distal end of the returned inner outer lumen and was damaged, deformed and stretched throughout its entire length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).